Manufacturer narrative:
A review of the receiving inspection (ri) was conducted identifying that lot number g1007 was released in seven batches. Batch1: lot qty of 50 units were released on 14 nov 2007 with no discrepancies. Batch2: lot qty of 110 units were released on 19 nov 2007 with no discrepancies. Batch3: lot qty of 40 units were released on 09 jan 2008 with no discrepancies. Batch4: lot qty of 120 units were released on 07 jan 2008 with no discrepancies. Batch5: lot qty of 65 units were released on 19 feb 2008 with no discrepancies. Batch6: lot qty of 209 units were released on 26 feb 2008 with no discrepancies. Batch7: lot qty of 36 units were released on 07 mar 2008 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The x25 final tightener (p/n: 279712600, lot #: g1007) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the tip was stripped. The stripped/worn condition of the distal tip is consistent as an end-of-life indicator for the device. No other issues were identified during the inspection. Functional test: a functional test was not performed on the returned device as it was returned by itself but the stripped condition might have caused the functional issue. Complaint confirmed? Yes. Conclusion: after a visual inspection per guidance, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date during an overhaul of trays, a number of torque drivers were discovered to be at the end of their life and were no longer useable. This report is for one (1) x25 final tightener. This is report 2 of 5 for pc (B)(4).